Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had replace battery alarm. Customer's blood glucose level was unknown. Customer also stated that the insulin pump was damaged and had back light anomaly. There was no damaged on reservoir lip ring. The customer was advised that the insulin pump needed to be replaced and was advised to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
The device passed the self test, sleep current measurement, active current measurement, and the displacement test. All operating currents are within specification and no unexpected failed battery alarms, low battery alert, power loss alarms, replace battery alerts, or replace battery now alarms noted during testing. The backlight was adjusted from 1-5 and all setting worked properly. The device was monitored and no display powering off or backlight anomaly noted. The device was received with cracked select and down arrow button keypad overlay. (B)(4).